Event description:
It was reported that the rotapro and rotawire became entrapped. A 1.25mm rotapro and rotawire were selected for atherectomy procedure. During the procedure, it was noted that the wire got stuck in the burr catheter. The devices were removed together as one unit. The procedure was completed with another rotapro and rotawire. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotawire ic. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink 16cm from the proximal end of the rotawire. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted due to the kink in the rotawire.

Event description:
It was reported, that the rotapro and rotawire became entrapped. A 1.25mm rotapro and rotawire were selected for atherectomy procedure. During the procedure, it was noted, that the wire got stuck in the burr catheter. The devices were removed together as one unit. The procedure was completed with another rotapro and rotawire. There were no patient complications reported.